Manufacturer narrative:
Date of event, implant date: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record was not performed because the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the xience proa everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s..

Event description:
It was reported that there was early stent thrombosis in the xience pro a stent. No treatment has been reported. No additional information was provided.